Event description:
The original procedure was performed on the (B)(6) 2015, when the main body was deployed without any inconvenience. The main body socket was cannulated and the contralateral leg properly positioned. The contralateral leg was deployed but unusual resistance was detected when the sheath was pulled back. The physician tried to turn the disconnector control to release the contralateral leg, but it didn't turn, despite many attempts. As a final attempt, orthopedic pliers were used to unscrew the disconnector. The leg was displaced distally and an extension had to be placed between the main body and the contralateral leg. Due to a longer procedure, the patient was bleeding for a prolonged time. However, there was no patient injury. (B)(4).

Manufacturer narrative:
The device was returned to the manufacturer and is currently under evaluation. A follow up MDR shall be filed upon its conclusion.

Event description:
(B)(4).

Manufacturer narrative:
DHR review: a full review of the device history record for this device has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria. Video review: in this instance, a video review is not required for hbl devices. An in-process video is taken after loading of the main body (sg-hbb) and proximal extender (sg-hpe) devices only. Case review (including sizing sheet and scan review where required): sizing sheet and scan review are not required for this case as the complaint relates to a delivery system malfunction. A previous complaint (B)(4) was raised which reported a similar issue. Unfortunately the device was not returned to lombard medical for investigation and therefore it was not possible to determine a root cause for the event. An investigation was performed under nonconformance 2013-ncf-202 which highlighted three possible causes which are detailed below; a corrective action was implemented which resulted in additional controls and measures being put in place in production to ensure this type of issue did not recur. This corrective action was introduced 09 sep 2014 (cn#2788 / cn#2790). Potential causes for the pushrod slide not releasing are identified as follows: I) the release mechanism could have been contaminated, possibly with glue ii) supplied parts could have been outside of specification so that the connecting parts made a locking fit rather than a screw fit iii) the release mechanism was over tightened the delivery system associated with this complaint was returned to lombard medical and the outcome of the inspection is detailed below. Returned delivery system inspection on inspection of the returned delivery system, the device was visually inspected for damage. No visible damage was observed. 1.1 the proximal push rod slide was re-assembled with the distal push rod slide and operated. The following comment was made: - an increased force was required to unscrew the proximal push rod slide. After unscrewing, the push rods were able to be released without issue. 1.2 the process was repeated and the same increased force was required to unscrew the proximal push rod slide. 1.3 the luer connector and distal cap were removed from the delivery system to allow extraction of the push rod slide assembly. The proximal push rod slide was re-assembled with the distal push rod slide and operated. The following comment was made: - an increased force was required to unscrew the proximal push rod slide. 1.4 the proximal push rod slide was separated from the distal push rod slide and the components were visually inspected. The following comments were made: - some stiffness was experienced when removing the proximal push rod slide from the distal push rod slide. - threadform is not consistent along the push rod slides length. 1.5 the threadform of the proximal push rod slide was compared to an approved production part. The following comment was made: - the threadform appears to have been partially deformed. - it is possible this deformation could have occurred as a result of the high force to unscrew the components during the procedure. Outcome: the adverse event reported as part of (B)(4) can be attributed to the interaction between the proximal and distal push rod slide components. This may be due to an inconsistent threadform observed on the proximal push rod slide from lot # bl47289-1. Conclusion: when reviewing the outcome of the investigation against the potential causes for the pushrod slide not releasing, the following comments are made: I) the release mechanism could have been contaminated, possibly with glue: from review of the returned delivery device, there is no information to suggest that the device has been contaminated with glue. Ii) supplied parts could have been outside of specification so that the connecting parts made a locking fit rather than a screw fit. The returned device review identified an inconsistent thread form; however, it is unknown whether the damage to the thread form occurred as a result of the use of orthopaedic pliers in order to unscrew the components. There is a possibility that this component was outside of specification but with the damage observed, measuring the part at this stage is not useful to the investigation. Iii) the release mechanism was over tightened: this is a potential cause of the event and overtightening could have led to difficulty unscrewing the component parts which in turn led to the damage observed on the thread form. In this case, the device used was manufactured on 10 jan 2014 which was prior to the work orders being better defined which detailed instructions for screwing the two components together and an additional in-process check. Since the better defined work order (on 09 sep 2014), lombard medical has not received any complaints relating to difficulty unscrewing the proximal push rod slide for devices manufactured after this date. IFU review: the clinician has followed the steps identified in the IFU and when coming to operate the push rod slide has encountered difficulty in unscrewing the component. No update to the IFU is required as the clinician has followed the procedure steps and delivery system malfunction has led to the event which has occurred. Potential adverse events listed in the IFU include: - unable to withdraw (part or all of) delivery system risk analysis: lombard medicals hazards risk analysis has been reviewed and unable to withdraw (worst case occurrence from this event) is listed in it. (B)(4). Conclusions: the risk / benefit remains acceptable however lombard medical will continue to track and trend in accordance to quality system procedures. Lombard medical now intends to close this complaint file.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). DHR review: a full review of the device history record for this device has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria. Further investigation is being performed and a report shall be filed upon conclusion.